Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date that it was unable to rotate universal chuck head freely to clamp and release drill bits. The product damage documented in this pc has been identified during loan kit inspection, by the loan kit technician. The event date and alert date are the date that the inspection took place. There is no surgeon, procedure, or patient details available. No further information can be obtained as the case was not reported by the customer.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6 product investigation: the product damage documented in this pc has been identified during loan kit inspection, by the loan kit technician. The event date and alert date are the date that the inspection took place. There is no surgeon, procedure, or patient details available. No further information can be obtained as the case was not reported by the customer. The product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that univ-chuck w/t-handle showed signs of normal use overall of the device. A dimensional inspection for the univ-chuck w/t-handle was not performed as it does not apply to the complaint condition. A functional test to assess the mobility of the chuck was conducted. The cone was turned first clockwise to close and then anticlockwise to open the chuck. Closing and opening of the chuck was achieved only by applying extreme force to the rotation of the cone, after a second attempt the device was jammed and unable to open or close. A functional test to assess the assembly allegation was not conducted since the mating device was not returned. The complaint condition was able to be replicated. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces causing possible damage to the internal components. As part of the j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the univ-chuck w/t-handle would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and the inability to assemble and disassemble the mating devices. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part number: 393.100; lot number: 649p828; manufacturing site: hägendorf; release to warehouse date: 30 march 2022. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.